Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that when connected to vial of medication leakage occurred during draw with a bd phaseal¿ protector p55. This occurred on 2 separate occasions during use with 2 different vials. The following information was provided by the initial reporter, translated from (B)(6) to english: connected epirubicin and dissolved epirubicin. Leakage occurred when drawing it. Then connected to another vial of epirubicin and used however leakage occurred again.

Event description:
It was reported that when connected to vial of medication leakage occurred during draw with a bd phaseal¿ protector p55. This occurred on 2 separate occasions during use with 2 different vials. The following information was provided by the initial reporter, translated from japanese to english: connected epirubicin and dissolved epirubicin. Leakage occurred when drawing it. Then connected to another vial of epirubicin and used however leakage occurred again.

Manufacturer narrative:
H.6. Investigation summary two samples were received for evaluation. Upon visual examination, no anomaly or leak was found therefore the leak between the protector and vial could not be verified. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. A device history record could not be evaluated as the lot number is unknown. Based upon the visual inspection of the sample received and the investigation, we were unable to determine the root cause for this incident. The protector must be attached completely vertical to the vial . The m12 assembly fixture is recommended to ease the connection of the protector to the vial. Complaints received for this device and defect will continue to be monitored by our quality team.